Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to report back if any issues reappeared, which the caller understood and acknowledged.